Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an unknown issue. There was no patient harm or injury.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse had found the safety disk leak test was failing testing and the fiber-optic test output test readings were max out. With reviewing the log. The fse had found multiple printer fault codes (fault 40, 42, 50) were referring to the printer buffs are full. The step in the service manual was the reload b.17 sw. Reloaded b.17 sw rev, replaced the safety disk and the tidal volume disk, reseated the fiber-optic pcb, reseated the fiber-optic jump cable. Functional tested without any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).